Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as they were using the uni femoral introducer to insert one of the uni femoral trials the device broke in two. The inner plastic shaft of the device experienced a clean break in the proximal upper third of the instrument, resulting in the inner spring releasing its tension and forcing the red button actuator on the top of the device to separate from the body of the instrument.